Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) visited the site to evaluate the device. The fse confirmed, the complaint after the monitor turned off by itself after an hour. Changing the power cable and position of the power supply did not resolve the issue. The fse determined, the power supply board needed to be replaced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the monitor turning off was likely, due to failure of the power board the event occurred. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd monitor turned off by itself. The issue occurred during an unknown event. There were no reports of patient harm.